Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, a loss of capture and low sensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed a cardiac perforation. The rv lead was explanted and no additional intervention was required to treat the cardiac perforation. As the patient was not pacemaker dependent, the physician elected not to replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were perforation, failure to capture, and r-wave amp variation. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was fully extended and clogged with blood/tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. A tip stiffness test was performed, and the results were within product specification.